Event description:
It was reported that before a liver resection, left lateral segmentectomy procedure, first firing of instrument performed as expected. Then attempted second firing on liver pedicle between section 2 and 3 and closed instrument and heard crunching sound, attempted to fire and instrument locked out no staples deployed, reloaded with new cartridge (cartridge 3) and instrument performed as expected with no event. Fourth firing same ''feel" as second firing which locked out and this again locked out with no staples deployed. New instrument used to complete procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 04/24/2012. Additional information was requested and the following was obtained: how was the patient impacted? No adverse impact on patient. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. If echelon, during which stroke did the event occur? 1st (2nd firing ok 3rd failed in same manner as 1st) what color cartridge was being used? White. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? It was just the jamming sensation that would occur if you tried to re-fire after an initial attempt, but this was not the case. No noise. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Movement, mechanism locked. Needed to reverse the mechanism to open (which fortunately it did normally) after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes was there any difficulty removing the device from the tissue? Once mechanism was reversed, devise was removed easily. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.